Manufacturer narrative:
Device is a combination product.(B)(4)device evaluated by manufacturer:the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery (lad). The physician attempted to cross the mid lad using a promus element mr 3.00x24mm stent delivery system (sds) but the device was unable to cross the lesion. The device was removed from the patient and it was noted the stent edge was "lifted". The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.